Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
One of the 3.2x140 bone pins broke off in the femur of a patient. Surgeon is leaving the tip of the pin in the patient. Surgical delay- 15 minutes; case type: pka.

Manufacturer narrative:
Reported event: one of the 3.2x140 bone pins broke off in the femur of a patient. Surgeon is leaving the tip of the pin in the patient. Surgical delay = 15 minutes. Case type: pka. Device evaluation and results: the product was unavailable for inspection as the product was not returned. Device history review: review of the product history records indicate 1674 devices (non sterile p/n 143000-07) were manufactured under lot no w50289 and accepted into final stock on 02/28/17. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143080, l/n w47865 shows 3 additional complaints under investigation related to the failure in this investigation. These prs are pr (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been one nc and 2 CAPA associated with the product and failure mode reported in this event. The nc and capas are nc 1470754 CAPA 1480798 CAPA 301. One CAPA has been completed (catsweb system is CAPA 301) while the second is still open (B)(4). Device not returned.

Event description:
One of the 3.2x140 bone pins broke off in the femur of a patient. Surgeon is leaving the tip of the pin in the patient. Surgical delay = 15 minutes. Case type: pka.